Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 2017865-2021-27273. Related manufacturing number: 2017865-2021-27274. It was reported that the patient presented experiencing infection. The pacemaker system was explanted. The patient was in stable condition.